Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the black box showed multiple ¿loss of prime¿ warnings and multiple ¿active basal program empty¿ alerts on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete investigation. The pump successfully completed ez-prime steps with no alarms occurring. A 24 hour exercise test was completed with no alarms occurring; the pump was found to be performing within specification. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).